Manufacturer narrative:
Become aware date has been updated to 15june2023 per additional information from salesforce.

Manufacturer narrative:
Become aware date has been updated to 15june2023 per additional information from salesforce.

Event description:
It has been reported that the device is failing self-test.